Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. A visual inspection of the ptfe pad (teflon pad) was performed and found it separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a bilateral salpingo-oophorectomy procedure, half of the teflon pad burnt off causing metal to be exposed. It was reported that no device fragment fell into the patient. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, it was reported that device was inspected prior to the procedure with no anomalies found.